Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. The patient lost consciousness while driving, resulting in mva. A bystander called 911. The bg was 27 mg/dl while the cgm was 98 mg/dl. The patient was treated with IV by ems. He just rested and woke up may 4 8:30am. During the call, he was still in pain and still sore. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.